Event description:
Revision surgery - due to osteolysis the stem was loose.

Manufacturer narrative:
The reason for this revision surgery was to replace the patient's loose hip stem after 10.8 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 43004052) reworked for not meeting print. A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the patients loose stem was reported as osteolysis. There are no indications of a product or process issue affecting implant safety or effectiveness.